Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 pocket a3 failed. A field service engineer (fse) worked with user from the pharmacy to resolve the issue. Fse confirmed that cubie lid was broken and pocket needed to be replaced. Fse confirmed with pharmacy director that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie pocket was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.